Event description:
A medtronic representative reported the surgeon was unable to track any instruments during navigation for a functional endoscopic sinus surgery (fess) procedure. The status of both patient and instrument tracker were green but the crosshairs remained red. Re-positioning the emitter and re-verifying instruments did not allow them to track. Retractors were being used on the patient. Emitter tracking details displayed both trackers and the metal interference value was about 2.0 for both trackers. New instrument tracker was used; no resolution, it still would not track. Navigation was discontinued and the case continued with c-arm. No negative impact to the patient outcome has been reported.

Manufacturer narrative:
Due to character limitation the complete patient identifier is (B)(6). The patient weight is unavailable from the site. The suspect field generator (emitter) was returned to the manufacturer and connected to a test system with the ent software application. Verification, tracking, and accuracy were normal. Instruments tracked thru the entire phantom head volume. The emitter was connected to a test system with the cranial application. Tracking inside the too close-too far parameters looked normal. Unable to duplicate the red cross hairs issue. The emitter passed the pegboard test within specifications. Flexing the cable did not indicate any intermittent opens. Emitter tested fully functional. No further issues have been reported since emitter replacement.